Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station ml.pcu indicated that maintenance was required. The customer stated that they managed to get the medication from another source that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had drawer failure. A field service engineer checked the station and found that all drawers were not detected. The fse replaced the communication sled, but the issue persisted. The engineer then troubleshot the drawers and found that drawer 6 was causing the problem. The fse replaced the drawer 6 controller, rebooted the system, and tested the station. All drawers functioned properly, and diagnostics were run successfully. The customer recovered and confirmed normal operation. The system functioned as intended after the field service engineer repaired the device.